Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, loss of mobility, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions (no labs provided). The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update received 05/16/2015. The sales rep has reported the revision surgery. Patient was revised to address slightly elevated metal ion levels, and patient request. No adverse effects were noted. There is no new information that would change the existing MDR decision. Complaint was updated on 06/02/2016.